Manufacturer narrative:
TVT REGISTRY EXEMPTION NUMBER: E2014038. QUARTERLY REPORTING PERIOD: Q1 2016 TOTAL NUMBER OF EVENTS BEING SUMMARIZED: 924 UNDER THE TERMS AND CONDITIONS OF THE REGISTRY, ANONYMIZED PATIENT DEMOGRAPHICS DETAILS AND LIMITED DETAILS WERE PROVIDED REGARDING THE ADVERSE EVENTS AND OUTCOMES. THE REPORTED EVENT INFORMATION DID NOT INCLUDE ANY DEVICE-SPECIFIC IDENTIFYING INFORMATION, LOCATION WHERE THE EVENTS OCCURRED OR THE SPECIFIC DATES OF THE EVENTS. WITHOUT SUCH INFORMATION, IT CANNOT BE DETERMINED IF ANY OF THESE EVENTS WERE PREVIOUSLY REPORTED TO MEDTRONIC OR THE FDA MAUDE DATABASE, OR IF ANY DEVICES WERE EXPLANTED AND RETURNED TO MEDTRONIC FOR ANALYSIS. THE LISTED EVENT DATE IS THE FIRST DAY OF THE REGISTRY'S REPORTING PERIOD FOR DISCHARGED PATIENTS AND PATIENT FOLLOW-UPS. THE LISTED EVENT DATE IS THE FIRST DAY OF THE REGISTRY'S REPORTING PERIOD FOR DISCHARGED PATIENTS AND PATIENT FOLLOW-UPS.

Event description:
MEDTRONIC RECEIVED INFORMATION REGARDING PATIENT/DEVICE EVENTS VIA A THIRD-PARTY POST-IMPLANT DEVICE REGISTRY ((B)(6)). THE INFORMATION IN THIS REPORT WAS PROVIDED TO MEDTRONIC IN A DE-IDENTIFIED FORMAT, AND HAS BEEN ORGANIZED INTO A SUMMARY OF OBSERVATIONS RELATED TO PATIENT SERIOUS INJURIES.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. (B)(4). IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. (B)(4). IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. (B)(4). IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. (B)(4). IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. (B)(4). IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
IN ACCORDANCE WITH MODIFICATIONS TO SUMMARY REPORTING REGISTRY EXEMPTION E2014038 RECEIVED ON AUG 4, 2020, THE FOLLOWING INFORMATION WAS RECEIVED FROM THE STS/ACC TVT REGISTRY FOR THE COREVALVE SYSTEM. THE TVT REGISTRY SUBSEQUENTLY REMOVED THE FOLLOWING DATA: ONE EVENT OF A SUCCESSFUL VALVE-IN-VALVE IMPLANT DURING INITIAL PROCEDURE. MEDTRONIC IS SUBMITTING THIS REPORT TO COMPLY WITH FDA REPORTING REGULATIONS UNDER 21 CFR PARTS 4 AND 803. THIS REPORT IS BASED UPON INFORMATION OBTAINED BY MEDTRONIC, WHICH THE COMPANY MAY NOT HAVE BEEN ABLE TO FULLY INVESTIGATE OR VERIFY PRIOR TO THE DATE THE REPORT WAS REQUIRED BY THE FDA. MEDTRONIC HAS MADE REASONABLE EFFORTS TO OBTAIN MORE COMPLETE INFORMATION AND HAS PROVIDED AS MUCH RELEVANT INFORMATION AS IS AVAILABLE TO THE COMPANY AS OF THE SUBMISSION DATE OF THIS REPORT. THIS REPORT DOES NOT CONSTITUTE AN ADMISSION OR A CONCLUSION BY FDA, MEDTRONIC, OR ITS EMPLOYEES THAT THE DEVICE, MEDTRONIC, OR ITS EMPLOYEE CAUSED OR CONTRIBUTED TO THE EVENT DESCRIBED IN THE REPORT. IN PARTICULAR, THIS REPORT DOES NOT CONSTITUTE AN ADMISSION BY ANYONE THAT THE PRODUCT DESCRIBED IN THIS REPORT HAS ANY ¿DEFECTS¿ OR HAS ¿MALFUNCTIONED¿. THESE WORDS ARE INCLUDED IN THE FDA 3500A FORM AND ARE FIXED ITEMS FOR SELECTION CREATED BY THE FDA TO CATEGORIZE THE TYPE OF EVENT SOLELY FOR THE PURPOSE OF REGULATORY REPORTING. MEDTRONIC OBJECTS TO THE USE OF THESE WORDS AND OTHERS LIKE THEM BECAUSE OF THE LACK OF DEFINITION AND THE CONNOTATIONS IMPLIED BY THESE TERMS. THIS STATEMENT SHOULD BE INCLUDED WITH ANY INFORMATION OR REPORT DISCLOSED TO THE PUBLIC UNDER THE FREEDOM OF INFORMATION ACT. ANY REQUIRED FIELDS THAT ARE UNPOPULATED ARE BLANK BECAUSE THE INFORMATION IS CURRENTLY UNKNOWN OR UNAVAILABLE. A GOOD FAITH EFFORT WILL BE MADE TO OBTAIN THE APPLICABLE INFORMATION RELEVANT TO THE REPORT. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
IN ACCORDANCE WITH MODIFICATIONS TO SUMMARY REPORTING REGISTRY EXEMPTION E2014038 RECEIVED ON NOVEMBER 9, 2020, THE FOLLOWING INFORMATION WAS RECEIVED FROM THE STS/ACC TVT REGISTRY FOR THE COREVALVE SYSTEM. THE TVT REGISTRY SUBSEQUENTLY REMOVED THE FOLLOWING DATA: ONE EVENT OF CONDUCTION DISTURBANCE REQUIRING PACING SUPPORT. MEDTRONIC IS SUBMITTING THIS REPORT TO COMPLY WITH FDA REPORTING REGULATIONS UNDER 21 CFR PARTS 4 AND 803. THIS REPORT IS BASED UPON INFORMATION OBTAINED BY MEDTRONIC, WHICH THE COMPANY MAY NOT HAVE BEEN ABLE TO FULLY INVESTIGATE OR VERIFY PRIOR TO THE DATE THE REPORT WAS REQUIRED BY THE FDA. MEDTRONIC HAS MADE REASONABLE EFFORTS TO OBTAIN MORE COMPLETE INFORMATION AND HAS PROVIDED AS MUCH RELEVANT INFORMATION AS IS AVAILABLE TO THE COMPANY AS OF THE SUBMISSION DATE OF THIS REPORT. THIS REPORT DOES NOT CONSTITUTE AN ADMISSION OR A CONCLUSION BY FDA, MEDTRONIC, OR ITS EMPLOYEES THAT THE DEVICE, MEDTRONIC, OR ITS EMPLOYEE CAUSED OR CONTRIBUTED TO THE EVENT DESCRIBED IN THE REPORT. IN PARTICULAR, THIS REPORT DOES NOT CONSTITUTE AN ADMISSION BY ANYONE THAT THE PRODUCT DESCRIBED IN THIS REPORT HAS ANY ¿DEFECTS¿ OR HAS ¿MALFUNCTIONED¿. THESE WORDS ARE INCLUDED IN THE FDA 3500A FORM AND ARE FIXED ITEMS FOR SELECTION CREATED BY THE FDA TO CATEGORIZE THE TYPE OF EVENT SOLELY FOR THE PURPOSE OF REGULATORY REPORTING. MEDTRONIC OBJECTS TO THE USE OF THESE WORDS AND OTHERS LIKE THEM BECAUSE OF THE LACK OF DEFINITION AND THE CONNOTATIONS IMPLIED BY THESE TERMS. THIS STATEMENT SHOULD BE INCLUDED WITH ANY INFORMATION OR REPORT DISCLOSED TO THE PUBLIC UNDER THE FREEDOM OF INFORMATION ACT. ANY REQUIRED FIELDS THAT ARE UNPOPULATED ARE BLANK BECAUSE THE INFORMATION IS CURRENTLY UNKNOWN OR UNAVAILABLE. A GOOD FAITH EFFORT WILL BE MADE TO OBTAIN THE APPLICABLE INFORMATION RELEVANT TO THE REPORT. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. (B)(4). IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Event description:
Unique Complaint ID Number,Initial or Supplement,Type of event,TTE in days,Device Brand Name,Medical device identifier,Device Codes;701410730-31811-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701410730-1353880-20,I,SI,174,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;701410730-1353880-20-1,S,SI,227,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;701410730-1573463-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-1581214-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-1674401-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701410730-1784138-20,I,SI,Incorrectly reported date value.,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269 ;701410730-1784138-20,S,,26,,,;701410730-1845643-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-1894661-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-1954959-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C62814;701410730-1954959-20-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701410730-1954959-20-2,S,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701410730-1954959-20-3,S,SI,4,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701410730-2110044-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701410730-2275152-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701410730-2275152-20-1,S,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701410730-2275152-20-2,S,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701410730-2275152-20-3,S,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701410730-2275152-20-4,S,SI,13,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701410730-2301911-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-2421961-20,I,SI,228,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269 ;701410730-2615938-20,I,SI,7,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-2719397-20,I,SI,174,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701410730-2719397-20-1,S,SI,356,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C76126;701410730-2729426-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701410730-2867116-20,I,SI,64,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;701410730-2942317-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;C64343;701410730-3055947-20,I,SI,273,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C62876;701410730-3116746-20,I,SI,187,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701410730-3116746-20-1,S,SI,202,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269 ;701410730-3135720-20,I,SI,386,CoreValve System - Transcatheter Aortic Valve,MCS-P3-23-AOA,C76126;701410730-3135720-20,S,SI,,,,;701410730-3143441-20,I,SI,150,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701410730-3148720-20,I,SI,391,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA,C76126;701410730-3157781-20,I,SI,147,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701410730-3178786-20,I,SI,173,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;701410730-3180552-20,I,SI,62,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269 ;701410730-3210536-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3210536-20-1,S,SI,16,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3211969-20,I,SI,288,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C76126;701410730-3212133-20,I,SI,141,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA,C76126;701410730-3217792-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701410730-3218268-20,I,SI,52,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701410730-3219633-20,I,SI,398,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701410730-3224555-20,I,SI,175,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701410730-3226503-20,I,SI,100,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269 ;701410730-3226503-20-1,S,SI,146,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269 ;701410730-3227654-20,I,SI,40,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;701410730-3227864-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701410730-3229209-20,I,SI,217,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701410730-3231300-20,I,SI,265,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;701410730-3238825-20,I,SI,335,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701410730-3241593-20,I,SI,264,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701410730-3253464-20,I,SI,349,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269 ;701410730-3261105-20,I,SI,360,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269 ;701410730-3261990-20,I,SI,41,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701410730-3264208-20,I,SI,414,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA,C76126;701410730-3271049-20,I,SI,308,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701410730-3275466-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C76126;701410730-3276203-20,I,SI,318,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269 ;701410730-3284104-20,I,SI,78,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;701410730-3286237-20,I,SI,168,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C76126;701410730-3286588-20,I,SI,98,CoreValve System - Transcatheter Aortic Valve,MCS-P3-23-AOA,C53269;701410730-3288318-20,I,SI,329,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA,C76126;701410730-3288528-20,I,SI,44,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701410730-3290460-20,I,SI,95,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701410730-3291457-20,I,SI,17,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269 ;701410730-3291457-20-1,S,SI,78,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269 ;701410730-3293832-20,I,SI,50,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269 ;701410730-3295192-20,I,SI,157,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C76126;701410730-3296152-20,I,SI,390,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;701410730-3296152-20-1,S,SI,390,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;701410730-3296152-20-2,S,SI,396,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;701410730-3296970-20,I,SI,142,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA,C76126;701410730-3297662-20,I,SI,265,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;701410730-3297735-20,I,SI,333,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;701410730-3297934-20,I,SI,76,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269 ;701410730-3302218-20,I,SI,121,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269 ;701410730-3302218-20-1,S,SI,165,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269 ;701410730-3305030-20,I,SI,106,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;701410730-3306052-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA,C76126;701410730-3306052-20,S,SI,,,,;701410730-3306175-20,I,SI,29,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269 ;701410730-3306756-20,I,SI,235,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;701410730-3306756-20-1,S,SI,314,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;701410730-3308041-20,I,SI,219,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269 ;701410730-3308114-20,I,SI,153,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701410730-3314556-20,I,SI,406,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;701410730-3315603-20,I,SI,97,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701410730-3322627-20,I,SI,65,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269 ;701410730-3322627-20-1,S,SI,192,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701410730-3324832-20,I,SI,85,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA,C76126;701410730-3325574-20,I,SI,61,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;701410730-3325574-20-1,S,SI,210,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;701410730-3329756-20,I,SI,77,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C62876;701410730-3329756-20-1,S,SI,244,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701410730-3329852-20,I,SI,239,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269 ;701410730-3330517-20,I,SI,385,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701410730-3331806-20,I,SI,92,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701410730-3332396-20,I,SI,215,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C76126;701410730-3332471-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C64343;C53269;701410730-3333052-20,I,SI,158,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;701410730-3336809-20,I,SI,51,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701410730-3337110-20,I,SI,383,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269 ;701410730-3337381-20,I,SI,163,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;701410730-3340625-20,I,SI,111,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;701410730-3340772-20,I,SI,297,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701410730-3345504-20,I,SI,163,CoreValve System - Transcatheter Aortic Valve,MCS-P4-23-AOA,C53269;701410730-3346942-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C64343;C53269;701410730-3347502-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA,C53269;701410730-3350911-20,I,SI,140,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701410730-3355431-20,I,SI,253,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;701410730-3362453-20,I,SI,135,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269 ;701410730-3365636-20,I,SI,33,CoreValve System - Transcatheter Aortic Valve,MCS-P3-23-AOA,C53269 ;701410730-3365636-20-1,S,SI,114,CoreValve System - Transcatheter Aortic Valve,MCS-P3-23-AOA,C53269 ;701410730-3367481-20,I,SI,86,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269 ;701410730-3375365-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701410730-3379037-20,I,SI,51,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269 ;701410730-3380025-20,I,SI,307,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA,C76126;701410730-3380719-20,I,SI,90,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269 ;701410730-3380719-20-1,S,SI,106,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269 ;701410730-3380719-20-2,S,SI,111,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269 ;701410730-3380901-20,I,SI,75,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701410730-3383287-20,I,SI,149,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C76126;701410730-3383534-20,I,SI,142,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701410730-3383534-20-1,S,SI,246,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701410730-3383534-20-2,S,SI,300,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701410730-3386260-20,I,SI,168,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C53269;701410730-3386260-20-1,S,SI,323,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C53269;701410730-3386396-20,I,SI,41,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C53269 ;701410730-3386396-20-1,S,SI,89,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C53269 ;701410730-3386396-20-2,S,SI,117,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C53269 ;701410730-3386396-20-3,S,SI,162,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C53269 ;701410730-3386577-20,I,SI,199,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269 ;701410730-3386682-20,I,SI,145,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701410730-3388042-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA,C53269;C64343;701410730-3393335-20,I,SI,20,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C53269;701410730-3397903-20,I,SI,126,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C76126;701410730-3399147-20,I,SI,376,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701410730-3400536-20,I,SI,152,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C53269 ;701410730-3401765-20,I,SI,278,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701410730-3402926-20,I,SI,269,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269 ;701410730-3405852-20,I,SI,256,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701410730-3413010-20,I,SI,71,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701410730-3414169-20,I,SI,357,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701410730-3414538-20,I,SI,346,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C76126;701410730-3415801-20,I,SI,128,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C53269 ;701410730-3417562-20,I,SI,32,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269 ;701410730-3424493-20,I,SI,188,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C62876;701410730-3424493-20,S,SI,,,,;701410730-3436765-20,I,SI,6,CoreValve System - Transcatheter Aortic Valve,MCS-P4-23-AOA-US,C53269;701410730-3449924-20,I,SI,236,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701410730-3475801-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701410730-3482144-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C53269;701410730-3498962-20,I,SI,Incorrectly reported date value.,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269 ;701410730-3512183-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3512183-20,S,SI,,,,;701410730-3523419-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701410730-3523419-20,S,,,,,;701410730-3528324-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701410730-3528324-20,S,SI,,,,;701410730-3529133-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C53269;701410730-3533549-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3533549-20,S,SI,,,,;701410730-3551243-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C76126;701410730-3566851-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C53269;701410730-3566851-20-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C53269;701410730-3566851-20-2,S,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C53269;701410730-3569688-20,I,SI,22,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3569688-20,S,,,,,;701410730-3569688-20-1,S,SI,107,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3570808-20,I,SI,6,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C76126;701410730-3570928-20,I,SI,6,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C76126;701410730-3572022-20,I,SI,7,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;701410730-3573157-20,I,SI,6,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3573157-20,S,SI,,,,;701410730-3573338-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701410730-3573338-20,S,SI,,,,;701410730-3573719-20,I,SI,4,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3573719-20,S,SI,,,,;701410730-3573758-20,I,SI,7,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701410730-3573758-20,S,SI,,,,;701410730-3590076-20,I,SI,163,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701410730-3590076-20,S,,,,,;701410730-3590714-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3590725-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701410730-3590745-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve; CoreValve System - Transcatheter Aortic Valve,EVOLUTR-29-US; MCS-P3-31-AOA ,C53269;701410730-3590745-20-1,S,SI,4,CoreValve Evolut R - Transcatheter Aortic Valve; CoreValve System - Transcatheter Aortic Valve,EVOLUTR-29-US; MCS-P3-31-AOA ,C53269;701410730-3590745-20-2,S,SI,6,CoreValve Evolut R - Transcatheter Aortic Valve; CoreValve System - Transcatheter Aortic Valve,EVOLUTR-29-US; MCS-P3-31-AOA ,C53269;701410730-3590787-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269 ;701410730-3590787-20-1,S,SI,5,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3603367-20,I,SI,14,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3604683-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701410730-3604944-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701410730-3604944-20-1,S,SI,11,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701410730-3605118-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3605118-20-1,S,SI,22,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3605119-20,I,SI,17,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3610948-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;C64343;701410730-3610948-20-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701410730-3611504-20,I,SI,19,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269 ;701410730-3625885-20,I,SI,8,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3625885-20-1,S,SI,11,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3628989-20,I,SI,8,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3629292-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3630151-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701410730-3635088-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3635413-20,I,SI,7,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701410730-3635652-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3636980-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701410730-3642255-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701410730-3642255-20-1,S,SI,14,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701410730-3643056-20,I,SI,12,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3648016-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701410730-3648501-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C62876;701410730-3648501-20,S,,,,,;701410730-3648501-20,S,,,,,;701410730-3649456-20,I,SI,103,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3650142-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701410730-3650142-20-1,S,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701410730-3651019-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701410730-3651019-20-1,S,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701410730-3651019-20-2,S,SI,4,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701410730-3653009-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3653955-20,I,SI,20,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701410730-3654116-20,I,SI,52,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3654136-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701410730-3654136-20-1,S,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701410730-3654242-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;C64343;701410730-3654680-20,I,SI,17,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269 ;701410730-3655435-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3655801-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3657017-20,I,SI,23,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269 ;701410730-3658336-20,I,SI,14,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269 ;701410730-3662071-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701410730-3662377-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701410730-3662964-20,I,SI,77,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3662964-20-1,S,SI,78,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3662964-20-2,S,SI,78,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3662964-20-3,S,SI,90,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3664741-20,I,SI,32,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701410730-3665731-20,I,SI,37,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269 ;701410730-3667591-20,I,SI,72,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269 ;701410730-3668431-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3670060-20,I,SI,9,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269 ;701410730-3671104-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701410730-3671689-20,I,SI,20,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269 ;701410730-3671788-20,I,SI,15,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701410730-3674592-20,I,SI,8,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3674592-20-1,S,SI,8,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3675960-20,I,SI,14,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701410730-3675960-20-1,S,SI,18,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701410730-3677050-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3677360-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701410730-3677421-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3678311-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701410730-3680245-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701410730-3683927-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701410730-3684199-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701410730-3684864-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701410730-3688448-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701410730-3688997-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3689097-20,I,SI,Incorrectly reported date value.,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269 ;701410730-3689097-20,S,,,,,;701410730-3689116-20,I,SI,17,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C53269;701410730-3689880-20,I,SI,6,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3690087-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701410730-3692959-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701410730-3692959-20-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701410730-3692959-20-2,S,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701410730-3696765-20,I,SI,Not reported.,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;C64343;701410730-3697221-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3697508-20,I,SI,7,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3698586-20,I,SI,135,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C62917;701410730-3699403-20,I,SI,5,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3700118-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3700322-20,I,SI,6,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701410730-3701715-20,I,SI,27,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269 ;701410730-3701715-20-1,S,SI,Not reported.,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;C64343;701410730-3701804-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3701804-20-1,S,SI,9,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3701911-20,I,SI,21,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269 ;701410730-3704111-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3704169-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3704239-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701410730-3704456-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3704700-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3704820-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3705047-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701410730-3705119-20,I,SI,5,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701410730-3705325-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701410730-3705462-20,I,SI,Incorrectly reported date value.,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3705462-20,S,,9,,,;701410730-3705781-20,I,SI,25,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269 ;701410730-3705826-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3705844-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C62814;701410730-3706045-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3706080-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3706120-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701410730-3706132-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3706147-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C76126;701410730-3706189-20,I,SI,6,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3706219-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701410730-3706404-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701410730-3706654-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701410730-3706829-20,I,SI,10,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3706886-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;C64343;701410730-3707405-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C76126;701410730-3708043-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3708055-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3708055-20-1,S,SI,12,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3708055-20-2,S,SI,21,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3708449-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3708767-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701410730-3708771-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3708932-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C76126;701410730-3709475-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701410730-3709627-20,I,SI,4,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701410730-3709669-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C76126;701410730-3709706-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3709902-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3710401-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C64343;C53269;701410730-3710498-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701410730-3710657-20,I,SI,4,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3710787-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701410730-3711059-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3711109-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701410730-3711109-20-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;C64343;701410730-3711380-20,I,SI,6,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3711414-20,I,SI,12,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3711731-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C53269;701410730-3711976-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C62814;C64343;701410730-3711998-20,I,SI,13,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269 ;701410730-3712153-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701410730-3712153-20-1,S,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701410730-3712183-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3712183-20-1,S,SI,28,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269 ;701410730-3712284-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3712284-20-1,S,SI,4,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3712295-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701410730-3712295-20-1,S,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701410730-3712332-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3712566-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C62814;701410730-3712566-20,S,,,,,;701410730-3712618-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701410730-3712676-20,I,SI,9,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3712687-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701410730-3712687-20-1,S,SI,30,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C62876;701410730-3712760-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701410730-3712843-20,I,SI,16,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701410730-3712843-20,S,,,,,;701410730-3712946-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3713072-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3713175-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3713489-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701410730-3713637-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3713641-20,I,SI,14,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269 ;701410730-3713792-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3713925-20,I,SI,30,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269 ;701410730-3713925-20-1,S,SI,31,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C62876;701410730-3714091-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269 ;701410730-3714603-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3714603-20-1,S,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3714603-20-2,S,SI,15,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3714708-20,I,SI,12,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701410730-3714924-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701410730-3715167-20,I,SI,4,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3715741-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3715784-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701410730-3715785-20,I,SI,5,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3716334-20,I,SI,4,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701410730-3716334-20,S,,,,,;701410730-3716714-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701410730-3716730-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US ,C76126;701410730-3716847-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3716847-20-1,S,SI,11,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269 ;701410730-3716853-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C76126;701410730-3717583-20,I,SI,4,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701410730-3717938-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3717938-20-1,S,SI,5,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3718700-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701410730-3718885-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701410730-3719143-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3720001-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269 ;701410730-3720942-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701410730-3721789-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3721845-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3721945-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701410730-3721988-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US; EVOLUTR-29-US,C64343;C53269;701410730-3722168-20,I,SI,10,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3722477-20,I,SI,5,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3723099-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3723634-20,I,SI,14,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3723707-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3724190-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3724512-20,I,SI,8,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701410730-3724705-20,I,SI,6,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3724728-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3725446-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701410730-3725548-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3725548-20,S,,,,,;701410730-3725575-20,I,SI,8,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701410730-3725625-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701410730-3725692-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701410730-3725707-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701410730-3725707-20-1,S,SI,8,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701410730-3726032-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701410730-3726281-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3726476-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701410730-3726731-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701410730-3727000-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3727070-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701410730-3727070-20-1,S,SI,23,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701410730-3727131-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3728015-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3728225-20,I,SI,6,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3728634-20,I,SI,7,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701410730-3728946-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3729082-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3729133-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3729163-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3729185-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701410730-3729452-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701410730-3729629-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA; MCS-P3-31-AOA-US ,C53269;C64343;701410730-3729874-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3730071-20,I,SI,15,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C64343;701410730-3730178-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3730623-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3730802-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3730818-20,I,SI,11,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269 ;701410730-3730822-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;C64343;701410730-3731099-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3731099-20-1,S,SI,5,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3731178-20,I,SI,4,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701410730-3731431-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3731587-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3731654-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3731778-20,I,SI,5,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3731959-20,I,SI,6,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3731959-20-1,S,SI,10,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269 ;701410730-3732271-20,I,SI,11,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3732760-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701410730-3733291-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701410730-3733291-20,S,,,,,;701410730-3733580-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3733851-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701410730-3734084-20,I,SI,20,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701410730-3734403-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701410730-3734412-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3734670-20,I,SI,4,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3734880-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701410730-3735163-20,I,SI,8,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701410730-3735163-20-1,S,SI,8,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701410730-3735217-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3735514-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701410730-3735863-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3736222-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3736304-20,I,SI,17,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269 ;701410730-3736611-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C76126;701410730-3737288-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701410730-3737623-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701410730-3738304-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C76126;701410730-3738328-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701410730-3738333-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701410730-3738395-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3738435-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;C64343;701410730-3738651-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701410730-3738651-20-1,S,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701410730-3738848-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3739192-20,I,SI,11,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269 ;701410730-3739373-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3739373-20-1,S,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3739964-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701410730-3739964-20-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701410730-3739964-20-2,S,SI,9,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701410730-3739964-20-3,S,SI,10,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701410730-3739964-20-4,S,SI,11,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701410730-3739964-20-5,S,SI,12,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701410730-3740043-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3740099-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3740398-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701410730-3740545-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701410730-3740611-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3740611-20-1,S,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3740672-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3741044-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US; EVOLUTR-29-US,C53269 ;701410730-3741044-20-1,S,SI,6,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US; EVOLUTR-29-US,C76126;701410730-3741062-20,I,SI,5,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3741789-20,I,SI,4,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3742084-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3742084-20-1,S,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3742084-20-1,S,,,,,;701410730-3742084-20-2,S,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3742469-20,I,SI,4,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3742726-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701410730-3742727-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701410730-3742727-20-1,S,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701410730-3743042-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3743150-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3743268-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3743462-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701410730-3743462-20-1,S,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701410730-3743576-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701410730-3743716-20,I,SI,5,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701410730-3743955-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701410730-3744225-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3744225-20-1,S,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3744225-20-2,S,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3744237-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3744255-20,I,SI,8,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701410730-3744292-20,I,SI,43,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269 ;701410730-3744394-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701410730-3744676-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3745154-20,I,SI,7,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3745159-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3745173-20,I,SI,30,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3745509-20,I,SI,9,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269 ;701410730-3745894-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701410730-3746081-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701410730-3746081-20-1,S,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701410730-3746153-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3746474-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701410730-3746474-20-1,S,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701410730-3746650-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269 ;701410730-3746650-20-1,S,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701410730-3746650-20-2,S,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701410730-3746956-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3747527-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3747675-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701410730-3747675-20-1,S,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701410730-3747694-20,I,SI,7,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269 ;701410730-3747714-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3747736-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C76126;701410730-3747896-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701410730-3748031-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3748126-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C76126;701410730-3748634-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3748634-20-1,S,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3748649-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3748879-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3748905-20,I,SI,4,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3748955-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;C64343;701410730-3749010-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3749228-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3749795-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701410730-3750709-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701410730-3750763-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701410730-3750839-20,I,SI,4,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3750908-20,I,SI,10,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701410730-3751199-20,I,SI,5,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701410730-3751518-20,I,SI,7,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3751606-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3752266-20,I,SI,4,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3752366-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3752533-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701410730-3752589-20,I,SI,9,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3752589-20-1,S,SI,21,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3752589-20-2,S,SI,44,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3752637-20,I,SI,4,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3752700-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701410730-3752760-20,I,SI,6,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701410730-3752787-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C53269;701410730-3752807-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701410730-3752856-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3752856-20-1,S,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3752866-20,I,SI,10,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701410730-3752866-20-1,S,SI,14,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701410730-3752898-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C76126;701410730-3752946-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701410730-3753450-20,I,SI,5,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701410730-3753469-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3753764-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701410730-3753764-20-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C62814;701410730-3753764-20-2,S,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701410730-3753784-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3753827-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701410730-3754558-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve; CoreValve System - Transcatheter Aortic Valve,EVOLUTR-29-US; MCS-P3-31-AOA-US,C53269;C64343;701410730-3754607-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;C64343;701410730-3754652-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701410730-3754652-20-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701410730-3754652-20-2,S,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701410730-3755376-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C62814;701410730-3755376-20-1,S,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C62814;701410730-3755376-20-2,S,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3755376-20-3,S,SI,7,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3755443-20,I,SI,15,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3755691-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701410730-3755704-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701410730-3755704-20-1,S,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701410730-3755730-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3755730-20-1,S,SI,6,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3755910-20,I,SI,6,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3755916-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701410730-3756006-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3756118-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3756118-20-1,S,SI,37,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269 ;701410730-3756174-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701410730-3756801-20,I,SI,4,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3756893-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3756917-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701410730-3757087-20,I,SI,7,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701410730-3757166-20,I,SI,11,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269 ;701410730-3757198-20,I,SI,5,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3757207-20,I,SI,4,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3757273-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3757500-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3757685-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701410730-3758332-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3759102-20,I,SI,7,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3759102-20,S,SI,,,,;701410730-3759203-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701410730-3759205-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701410730-3759385-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3759460-20,I,SI,16,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3759479-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701410730-3759491-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701410730-3759529-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3760129-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;C64343;701410730-3760130-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701410730-3760171-20,I,SI,12,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701410730-3760267-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3760351-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701410730-3760351-20-1,S,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701410730-3760351-20-2,S,SI,9,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701410730-3760654-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3760911-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C76126;701410730-3760926-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701410730-3761698-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701410730-3761698-20-1,S,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701410730-3761698-20-2,S,SI,4,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C53269;701410730-3761782-20,I,SI,12,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701410730-3761963-20,I,SI,8,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701410730-3762045-20,I,SI,6,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3762240-20,I,SI,4,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3762240-20-1,S,SI,4,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3762393-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;C64343;701410730-3762393-20-1,S,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3762393-20-2,S,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3762480-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701410730-3762553-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701410730-3762626-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3762626-20-1,S,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3762626-20-2,S,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3762894-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3763119-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701410730-3763281-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701410730-3763371-20,I,SI,13,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701410730-3763371-20-1,S,SI,14,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701410730-3763411-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701410730-3763490-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3763558-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;C64343;701410730-3763614-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701410730-3763614-20-1,S,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701410730-3763660-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3763945-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701410730-3764805-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3764955-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701410730-3765047-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3765047-20,S,SI,,,,;701410730-3765047-20-1,S,SI,13,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3765047-20-1,S,SI,,,,;701410730-3765144-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3765144-20,S,,,,,;701410730-3765144-20-1,S,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3765144-20-1,S,,,,,;701410730-3765315-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3765450-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701410730-3765725-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3765972-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701410730-3766406-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701410730-3766455-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701410730-3766483-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3766504-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701410730-3766618-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;C64343;701410730-3767029-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3767213-20,I,SI,27,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269 ;701410730-3767223-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3767275-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3767294-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C76126;701410730-3767294-20,S,,,,,;701410730-3767315-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US ,C76126;701410730-3767359-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701410730-3767450-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701410730-3767476-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;C64343;701410730-3767784-20,I,SI,28,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701410730-3767995-20,I,SI,4,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3768078-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3768099-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701410730-3768143-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3768143-20-1,S,SI,5,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3768143-20-1,S,,,,,;701410730-3768164-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701410730-3768247-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701410730-3768426-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701410730-3768497-20,I,SI,6,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269 ;701410730-3768497-20-1,S,SI,14,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701410730-3768584-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C64343;C53269;701410730-3768660-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve; CoreValve System - Transcatheter Aortic Valve,EVOLUTR-29-US; MCS-P3-31-AOA-US,C53269;701410730-3768660-20-1,S,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve; CoreValve System - Transcatheter Aortic Valve,EVOLUTR-29-US; MCS-P3-31-AOA-US,C53269;701410730-3768821-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3769413-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701410730-3769498-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3769746-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3769746-20-1,S,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;C64343;701410730-3769746-20-2,S,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3769746-20-3,S,SI,Incorrectly reported date value.,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3769746-20-4,S,SI,Incorrectly reported date value.,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3769866-20,I,SI,6,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3769909-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3769912-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3769912-20-1,S,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3770206-20,I,SI,8,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C62876;701410730-3770342-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3770367-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701410730-3770392-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3770741-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701410730-3771082-20,I,SI,4,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3771131-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3771299-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269 ;701410730-3771299-20-1,S,SI,7,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3771458-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701410730-3771555-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701410730-3771570-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3771672-20,I,SI,4,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701410730-3771767-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701410730-3771936-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701410730-3772316-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701410730-3772461-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3772461-20-1,S,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3772463-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3772522-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3772548-20,I,SI,15,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269 ;701410730-3772613-20,I,SI,5,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C76126;701410730-3772621-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701410730-3772625-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701410730-3772710-20,I,SI,6,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3772758-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269 ;701410730-3772774-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3772989-20,I,SI,9,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C76126;701410730-3773049-20,I,SI,13,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701410730-3773370-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3773468-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701410730-3773468-20-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701410730-3773468-20-2,S,SI,25,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269 ;701410730-3773978-20,I,SI,6,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701410730-3774016-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;C64343;701410730-3774446-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;C64343;701410730-3774446-20-1,S,SI,4,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701410730-3774452-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3774756-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701410730-3774756-20-1,S,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701410730-3774776-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701410730-3774776-20-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701410730-3774776-20-2,S,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C62876;C64343;701410730-3774776-20-3,S,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701410730-3774776-20-4,S,SI,4,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701410730-3774776-20-4,S,,,,,;701410730-3774776-20-5,S,SI,4,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701410730-3774776-20-5,S,,,,,;701410730-3774776-20-6,S,SI,4,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C62876;C64343;701410730-3774776-20-6,S,,,,,;701410730-3774776-20-7,S,SI,4,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701410730-3774776-20-7,S,,,,,;701410730-3774950-20,I,SI,5,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3774990-20,I,SI,6,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3775133-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3775154-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3775263-20,I,SI,6,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701410730-3775400-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701410730-3775400-20,S,,,,,;701410730-3775480-20,I,SI,Incorrectly reported date value.,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3775919-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701410730-3776210-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701410730-3776254-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3776264-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701410730-3776266-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701410730-3776393-20,I,SI,7,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C76126;701410730-3776575-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701410730-3776667-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3776789-20,I,SI,5,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701410730-3776789-20-1,S,SI,6,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701410730-3776789-20-2,S,SI,8,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701410730-3776789-20-3,S,SI,9,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701410730-3776789-20-4,S,SI,14,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C62876;701410730-3776844-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3776853-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3776972-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3776972-20-1,S,SI,5,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3777094-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701410730-3777133-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701410730-3777964-20,I,SI,6,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701410730-3778145-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701410730-3778487-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701410730-3778487-20,S,,,,,;701410730-3778487-20-1,S,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701410730-3778826-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701410730-3779027-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;C64343;701410730-3779027-20-1,S,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701410730-3779372-20,I,SI,4,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701410730-3779417-20,I,SI,12,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3779553-20,I,SI,18,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701410730-3779615-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701410730-3779615-20-1,S,SI,9,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269 ;701410730-3779924-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3779924-20-1,S,SI,5,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3779948-20,I,SI,13,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701410730-3780023-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3780194-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701410730-3780219-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269 ;701410730-3780327-20,I,SI,6,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701410730-3780328-20,I,SI,9,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C76126;701410730-3780610-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701410730-3780709-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3780746-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3780848-20,I,SI,6,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701410730-3780899-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3780899-20-1,S,SI,11,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3780899-20-2,S,SI,13,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3780929-20,I,SI,4,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3781133-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3781154-20,I,SI,10,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C76126;701410730-3781501-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701410730-3782098-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3782166-20,I,SI,27,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3782554-20,I,SI,4,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701410730-3782561-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701410730-3782705-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701410730-3782944-20,I,SI,9,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3782972-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3783501-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3783501-20-1,S,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3783518-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3783555-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3783555-20-1,S,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3783649-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3784474-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701410730-3784525-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US ,C53269;701410730-3784525-20-1,S,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US ,C53269;701410730-3784525-20-2,S,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US ,C53269;701410730-3784801-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3784893-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269 ;701410730-3785123-20,I,SI,7,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3785917-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701410730-3785948-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701410730-3786120-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701410730-3786269-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701410730-3786379-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3786379-20,S,,,,,;701410730-3786396-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C76126;701410730-3786475-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701410730-3786475-20-1,S,SI,7,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C76126;701410730-3786546-20,I,SI,13,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3786546-20-1,S,SI,13,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3786585-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3786656-20,I,SI,16,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269 ;701410730-3786656-20-1,S,SI,36,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269 ;701410730-3786656-20-2,S,SI,86,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269 ;701410730-3786946-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3787031-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701410730-3787031-20-1,S,SI,4,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269 ;701410730-3787192-20,I,SI,14,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701410730-3787192-20,S,,,,,;701410730-3787238-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3787240-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701410730-3787439-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701410730-3787577-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3787577-20-1,S,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3787717-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C62814;701410730-3787717-20-1,S,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3787717-20-2,S,SI,11,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3787717-20-3,S,SI,41,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3788038-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701410730-3788141-20,I,SI,4,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3788184-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701410730-3788478-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3788478-20-1,S,SI,4,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3788626-20,I,SI,13,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701410730-3788805-20,I,SI,4,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3788805-20,S,,,,,;701410730-3789169-20,I,SI,4,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3789355-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3789840-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701410730-3790094-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701410730-3790094-20-1,S,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701410730-3790179-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C76126;701410730-3790211-20,I,SI,11,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701410730-3790211-20-1,S,SI,11,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701410730-3790611-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3790641-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3790655-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701410730-3790658-20,I,SI,7,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3790658-20-1,S,SI,8,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3790736-20,I,SI,27,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269 ;701410730-3790761-20,I,SI,Incorrectly reported date value.,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3790761-20,S,,0,,,;701410730-3790823-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3790823-20-1,S,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3791032-20,I,SI,5,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3791139-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701410730-3791164-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3791164-20,S,,,,,;701410730-3791164-20-1,S,SI,4,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3791231-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3791231-20-1,S,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3791231-20-2,S,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3791231-20-3,S,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3791507-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701410730-3791576-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3791605-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C76126;701410730-3791662-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3792060-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701410730-3792285-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701410730-3792577-20,I,SI,Incorrectly reported date value.,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;701410730-3792577-20,S,,,,,;701410730-3792604-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701410730-3792710-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701410730-3792870-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701410730-3792937-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701410730-3793240-20,I,SI,6,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3793318-20,I,SI,5,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3793318-20,S,,,,,;701410730-3793425-20,I,SI,4,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269 ;701410730-3793425-20,S,,,,,;701410730-3793425-20,S,,,,,;701410730-3793425-20-1,S,SI,7,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3793425-20-1,S,,,,,;701410730-3793730-20,I,SI,4,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3793730-20-1,S,SI,4,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3793910-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701410730-3793951-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3794326-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3794637-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3794637-20-1,S,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3794654-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269 ;701410730-3794657-20,I,SI,10,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701410730-3795124-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701410730-3795189-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701410730-3795367-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3795483-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701410730-3795483-20-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701410730-3795483-20-2,S,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701410730-3795503-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3795535-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C76126;701410730-3795621-20,I,SI,Incorrectly reported date value.,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701410730-3795686-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C76126;701410730-3796186-20,I,SI,6,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701410730-3796241-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701410730-3796263-20,I,SI,7,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3796367-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;C64343;701410730-3796367-20-1,S,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3796480-20,I,SI,5,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C76126;701410730-3796515-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701410730-3796620-20,I,SI,6,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3796695-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3796695-20,S,,,,,;701410730-3796695-20-1,S,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3796695-20-1,S,,,,,;701410730-3796758-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3797086-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;C64343;701410730-3797246-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269 ;701410730-3797531-20,I,SI,8,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3797685-20,I,SI,Incorrectly reported date value.,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C53269;701410730-3797685-20,S,,,,,;701410730-3797685-20-1,S,SI,Incorrectly reported date value.,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C53269 ;701410730-3797906-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701410730-3798441-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;C64343;701410730-3798441-20,S,,,,,;701410730-3798441-20-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701410730-3798441-20-1,S,,,,,;701410730-3798441-20-1,S,,,,,;701410730-3798503-20,I,SI,4,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3799251-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701410730-3799603-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701410730-3800061-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701410730-3800165-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701410730-3800165-20,S,,,,,;701410730-3800165-20-1,S,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701410730-3800165-20-1,S,,,,,

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. (B)(4). IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. (B)(4). IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
CORRECTED INFORMATION: SEX, NO EVAL EXPLAIN CODE. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. (B)(4). IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.